Event description:
The fe reported the system displayed a precharge error message. This will result in a no boot situation attributed to weakened batteries. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and adjusted the battery charger. The system operates as intended.